Manufacturer narrative:
Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 448, 335, 575 and 246 non-fasting and 188 mg/dl fasting. The customer¿s expected non-fasting blood glucose test result range is 100-200 mg/dl; expected fasting blood glucose test result is 99 mg/dl. The customer feels well and did not report any symptoms. The customer stated that at an earlier time, date not disclosed, he had tested using the truetrack meter and obtained a high result. The customer was having symptoms, not disclosed, and had called for medical help. Customer was taken to the emergency room; customer's blood glucose test result using the hospital's device was 60 mg/dl and using the truetrack meter was 268 mg/dl non-fasting. The diagnosis was hypoglycemia. Customer was given food to raise his blood sugar and then had been discharged. Customer was not admitted. There were no changes to customer's medical treatment plan. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).